Manufacturer narrative:
(B) (4): the phacoemulsification machine and handpiece were examined and tested. The machine was evaluated by an amo service technician at the customer's location. There were no issues detected with the operation of the machine. The phacoemulsification handpiece was returned to MFR for eval. The results of the handpiece eval revealed that it was inoperable due to moisture and electrical shorting. The non conformance found with the handpiece is not believed to be related to the reported event of the corneal burn. The cause of incident experienced by the customer was not able to be determined.

Event description:
During a cataract extraction procedure of a dense cataract, the surgeon reported experiencing a corneal burn in the pt's operative eye. The pt required three unanticipated sutures to close the wound due to wound leakage. In addition, the pt experienced high astigmatism and iris adhesion. The post operative course is prolonged and it is possible the pt may need additional surgery to break the iris adhesion due to the wound leak and the pt's pupil is slightly ovoid. At four weeks post-op exam, the pt's vision is near 20/20 and the astigmatism is diminishing.